Event description:
The customer called to report high blood glucose levels. The customer changed the infusion set, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The insulin pump alarmed motor error as well as another alarm. The customer also stated that she was hospitalized for high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with motor error alarms during the basic occlusion test and alarms during the prime test due to a faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to the alarms. However, the insulin pump passed the displacement test.

Manufacturer narrative:
The insulin pump received motor error alarms during basic occlusion test and prime alarms during prime test at four pounds due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime alarms anomaly. However unit passed the displacement test. Inspect the unit and no trace of moisture damage found on the electronic and motor assembly.